Event description:
On (B)(4) 2012, the lay user/patient contacted lifescan (lfs) alleging her onetouch ping meter remote's ok button was intermittently not functioning and then the subject meter did not power on. The complaint was classified based on the conversation between the patient and the customer care advocate (cca) because the medical surveillance specialist (mss) was unable to reach the lay user/ patient by phone for follow-up questions. The mss reviewed the call to obtain and verify information. The patient claimed the alleged ok button issue intermittently began in (B)(6) 2011 at an unknown date/time. The patient manages her diabetes with insulin through pump therapy (unknown type/dose) and continued with her usual diabetes management routine in response to the alleged issue. At an unknown date/time the patient claimed she developed symptoms of 'dry mouth, dizziness and sweating.' She advised the cca that her blood glucose was not in good control but did not attribute it as being due to the reported issues. Despite the reported symptoms, she denied receiving any form of medical treatment. She stated approximately one month ago, the subject meter just stopped working completely and she began to use her back up meter (onetouch mini meter). No symptoms or treatment were reported. At the time of troubleshooting, the cca noted that the subject meter was not being used for the first time. There was no report of trauma/misuse of the product. The patient stated the ok button would sometimes respond immediately and other times after repeatedly having to press it. The patient reported that she replaced the batteries in the meter, but the power issue remained unresolved. The alleged issues remained unresolved after troubleshooting and a replacement meter was sent to the patient. Based on the information provided, there is no indication that the reported issues caused or contributed to a serious injury. The patient denied that the subject meter caused or contributed to her symptoms and there is no evidence in a delay in testing since the patient had a back up meter available and did not receive any medical treatment. However, the complaints are being reported because the alleged product issues remained unresolved.

Manufacturer narrative:
The product(s) involved with this complaint has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the ok button issue complaint and power complaint was not confirmed however and secondary problem was found. The meter displayed error 1 sub code # 5 and was found to have data corruption. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. PMA: 510(k) # is k082590.